Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed, and appropriate actions are taken as needed.

Event description:
The initial reporter received questionable glucose results for one patient from accu-chek inform ii meter serial number (B)(4). At 1:22, the result was 23 mg/dl. At 1:23, the result was 96 mg/dl.